Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 3.2 cm in diameter abdominal aortic aneurysm and a 3.4 cm in diameter right common iliac artery aneurysm. It was reported that upon final angiogram, there was a noticeable unknown endoleak at the area of the junction between the bifurcated stent graft and the 16x13x156 limb in the mid common iliac artery. The physician re-ballooned the overlap with a reliant and 16mm balloon. A retrograde injection was performed and the endoleak persisted. It was thought the endoleak was a type iii junction or fabric tear. There were approximately 5cm of stent overlap of the 16x13x156 within the bifurcated limb. A 16x16x82 was implanted where the endoleak was identified. The physician re-ballooned with the reliant and 16mm balloon. A final angiogram was taken and the endoleak appeared to resolve with a late blush at the end. The physician stated that the event may have been caused by the patient's anatomy; tortuosity of the right common iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review and analysis: review of pre-implant cta¿s and 3d film report confirmed that the patient had a 3.4cm max diameter aaa and a 3.4cm diameter right common iliac artery aneurysm. The proximal neck diameter just below the level of the renal arteries measured 25mm, and 2cm lower measured 25mm. The max infrarenal angulation was approximately 50deg, and the neck contained areas of calcification. The distal aorta was calcified and 2.5cm in diameter. The origin of the rcia was 15mm in diameter, and just proximal to the iliac bifurcation was 26mm in diameter. The diameter of the right external iliac artery was 9 ¿ 11mm. The diameter of the lcia ranged from 13 ¿ 21 ¿ 19mm, and the origin of the left internal iliac artery was aneurysmal; 19mm in diameter. Both iliacs were moderately tortuous, and the iliacs and femorals were extensively calcified bilaterally. Several video¿s during the angio implant procedure were reviewed. The video¿s shows that the endurant bifurcate system was implanted in the patient. The bifurcate was just below the renals. The bifurcate ipsi limb was placed down into the right common iliac artery aneurysm, and was extended with a limb distally into the right external iliac. The extension was overlapping the bifurcate ipsi limb by approximately 7 stents (7cm). Both limbs were patent. Antegrade and retrograde injection showed contrast blush outside the stent grafts just above and below the junction at the distal end of the right/ipsi limb; the contrast appeared to be flowing into the right common iliac artery aneurysm. Contrast was also seen across the right limb extension going into the coiled right internal iliac artery. After implanting a limb across the junction of the ipsi and extension, the previously seen endoleak near the level of the limb junction and rcia aneurysm had essentially resolved. The relined limb was placed distally just short of the right internal iliac artery, and a blush endoleak was still seen outside the stent graft flowing into the rica. The exact cause and type of endoleak could not be determined. Although a type iii junction or type iii fabric endoleak cannot be ruled out, this appears most likely to be a type IV endoleak which was seen filling both the right common iliac aneurysm and the coiled right internal iliac artery.

Manufacturer narrative:
(B)(4).